Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the blood glucose readings have been 500 to 600 mg/dl. The current blood glucose reading is 505 mg/dl. Customer has experienced bent cannulas. Customer had treated the high blood glucose with the insulin pump. Customer stated that the insulin pump is not working. Nothing further reported.